Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)46) note: manufacturer contacted customer on 1/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he has improved. No symptoms at the time of the call and no medical attention since the initial call reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 353, 422 and 432 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 123 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated that on (B)(6) 2017 he had to go to the ER. The customer stated he had gotten a result of 422 mg/dl, he administered his shot (did not disclose medication name) which made his blood sugar fall to 50 mg/dl and he called the ambulance due to shaking. Customer stated the ambulance came and when tested at the hospital his blood sugar was at 20 mg/dl and then it went up to 40 mg/dl. Customer stated he was placed in the ICU and he was given 2 IV's to stabilize his blood sugar. Customer stated he stayed overnight and he left the hospital on (B)(6) 2017 in the morning. Customer stated when he left the hospital his blood sugar was 123 mg/dl. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer did not have any test strips. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is month of (B)(6) 2017. The customer stated he takes medication to control his diabetes but he did not disclose medication name. The customer stated he has not had any changes in his diet or exercise. The customer stated he takes his blood test fasting. The meter memory was reviewed for previous test result history (customer could not see date/time; customer concerned with the five results provided): (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4). Note: manufacturer contacted customer on 1/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he has improved. No symptoms at the time of the call and no medical attention since the initial call reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 353, 422 and 432 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 123 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated that on (B)(6) 2017 he had to go to the ER. The customer stated he had gotten a result of 422 mg/dl, he administered his shot (did not disclose medication name) which made his blood sugar fall to 50 mg/dl and he called the ambulance due to shaking. Customer stated the ambulance came and when tested at the hospital his blood sugar was at 20 mg/dl and then it went up to 40 mg/dl. Customer stated he was placed in the ICU and he was given 2 IV's to stabilize his blood sugar. Customer stated he stayed overnight and he left the hospital on (B)(6) 2017 in the morning. Customer stated when he left the hospital his blood sugar was 123 mg/dl. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer did not have any test strips. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is month of (B)(6) 2017. The customer stated he takes medication to control his diabetes but he did not disclose medication name. The customer stated he has not had any changes in his diet or exercise. The customer stated he takes his blood test fasting. The meter memory was reviewed for previous test result history (customer could not see date/time; customer concerned with the five results provided): (B)(6).